Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. The broken piece, measuring approximately 2.30mm x 0.97mm, in size was not returned with the instrument. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.51mm offset at the tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the fenestrated bipolar forceps instrument were broken. There was no reported injury. No known impact or patient consequence was reported.